Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that multiple cartridges did not fit onto the pump. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level read "high" mg/dl on the continuous glucose monitor. Elevated bg was addressed by manual insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.